Event description:
Endotracheal tube (ett) became disconnected from anesthesia breathing circuit when anesthesiologist attempted to ventilate the patient. Disconnection was immediately recognized and reconnected. Event resulted in no patient harm. Disconnection occurs at the elbow of the device to the ett.====================== manufacturer response for disposable anesthesia breathing circuit, disposable anesthesia breathing circuit adult (per site reporter)======================manufacturer has been made aware of concerns previously related to disconnections and was provided inservices to providers who utilize this product. Despite re-education disconnections continue to occur.